Event description:
Consumer reported complaint for with ¿no¿ blood applied- does not turn on with strip inserted (turns on with ¿s/.¿ button only. The battery had been changed 2 years ago. The customer is using the correct battery in the correct orientation for the meter. During the call the true metrix meter powered on using the power button but not when a test strip was inserted. The test strip lot manufacturer¿s expiration date is 02/28/2026; product storage and open vial date were not provided. The customer reported feeling weak and not feeling well. Customer stated that he had gone to the dr.'s office (previous appointment) and was told to call contact the manufacturer.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: feeling weak and not feeling well. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-025: strip inserted backwards or upside-down. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the replacement products resolved the initial concern - unable to establish contact with customer at this time.